Event description:
While servicing the ventilator, the manufacturer's service technician noted a diagnostic code in the ventilator's code log history, indicating a vent inop occurrence due to a pressure sensor failure. The customer did not report the occurrence during any previous usage. When questioned about the vent, inop occurrence, the customer reported that the ventilator did alarm, and it was not in use at the time, therefore, there was no pt involvement or harm. Vent inop, when in use, will stop providing ventilatory support to the pt. The service tech reported, he was unable to duplicate the vent inop occurrence. Extended self testing, (est) and performance verification testing was completed and all tests passed per operating specifications.

Manufacturer narrative:
Na